Manufacturer narrative:
The report did not indicate there was a malfunction that caused or contributed to a serious event. Medical intervention was not required. The blade broke during and l4-s1 pedicle screw fusion procedure. All metal pieces were retrieved from the patient and were accounted for. Risk assessment indicates that the predominant failure mode of blade breakage is a partial or complete fracture. Blades do not shatter or splinter. The surgical procedure is performed under direct visualization enhanced by loupe-fitted eye glasses or a microscope. Therefore, the broken blade can be easily found in the surgical site. Surgical suites are equipped with imaging devices including x-ray equipment. If the surgeon cannot find a broden piece visually, and x-ray can be performed without significant delay o treatment to find the piece. The IFU contains the following warnings: warning 4.3 ultrasonic tips can break under excessive use in extreme conditions, e.g. When cutting for extended duration in tight cavities with limited lateral motion. The tip could break into two or more fragments with the main fragment remaining attached to the handpiece. All fragments must be retrieved immediately from the surgical site. The fragments should be checked to ensure that no further pieces are missing. It is possible that a fragment is propelled outside of the surgical cavity. Diagnostic imaging, such as x-ray, must be used if a fragment cannot be found to confirm that the broken piece is outside of the surgical cavity. Warning 4.4 breakage of ultrasonic tips will result in sharp edges that can be harmful to soft tissue even without activation of ultrasound. Tips can bend or deform before they actually brake. Tips showing signs of deformation or cracking should be replaced immediately since tip breakage is otherwise imminent. Do not bend or twist the ultrasonic tips since it reduces the structural integrity and can result in tip breakage during use. Dispose of deformed or broken tips immediately in a sharps container. The surgical procedure was a pedicle screw fusion. Ultrasonic blades can break when in contact with metal. Surgical technique may have caused or contributed to the failure mode. The IFU contains the following note: note 4.3 contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is recommended that a plastic suction tip should be used when in proximity with the probe tip. Risk for delay of treatment is mitigated by the fact that institutions have back-up equipment protocols for surgical equipment. Blades are sold in packs of (B)(4). If a blade breaks, a new blade is installed without delay. Secondary means of surgical procedures with other ablative tools permit continuance and do not delay treatment if the device malfunctions. The IFU contains the following warning: warning 1.2 the bonescalpel system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols.

Event description:
Md was using a misonix bonescalpel during an i4-s1 pedicle screw fusion procedure when a piece of the bonescalpel broke off. All broken metal pieces retrieved from the patient and accounted for.